Event description:
Reporter alleged that a multiclix lancet broke off into the customer's finger. Reporter stated that she pulled it out and that he did not require any medical treatment. No other action or treatment resulted. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.